Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an "oil mist" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Initial reporter first and last name correction from (B)(6) to none. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the haze/mist/vapor issue was reviewed from april 2017 to october 2017 and no significant trend was observed. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no parts were available for return and further evaluation. The assignable cause of the haze/mist/vapor issue is likely due to the vacuum pump. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.